Manufacturer narrative:
The customer confirmed receipt of the repair parts and advised the chair was successfully repaired and returned to service.

Event description:
The end user reported missing hardware from the assembly connecting the seat frame to the mainframe of the chair. This obersvation was made during inspection and there was no adverse event or injury associated with the product issue. Replacement hardware was sent to the customer for installation.

Event description:
The end user reported missing hardware from the assembly connecting the seat frame to the mainframe of the chair. This observation was made during inspection and there was no adverse event or injury associated with the product issue. Replacement hardware was sent to the customer for installation.